Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced ventricular tachycardia and was shocked. Technical services (ts) noted the second shock did not appear to completely convert the rhythm rather, just slowed it down. The patient then came out of the rhythm on their own. Ts discussed programming options with the health care professional including increasing the shock output. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced ventricular tachycardia and was shocked. Technical services (ts) noted the second shock did not appear to completely convert the rhythm rather, just slowed it down. The patient then came out of the rhythm on their own. Ts discussed programming options with the health care professional including increasing the shock output. The device remains in service. No adverse patient effects were reported.